Event description:
Additional information was received from the manufacturer representative (rep);. It was reported the patient had a systemic infection. It might have been related to the cancer diagnosis. The full system was explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter. Product ID 8782 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter. Product ID 8785 lot# hg6nndd implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine ms 10,000/ml at dose 1,100mch/sc and ketamine 312mcg/ml at dose 34.33mcg/sc via an implantable pump for unknown indications for use. It was reported that the patient had a systemic infection "bactrium" and it was unknown if the issue had resolved. It was further reported that the patient's 8780 catheter was explanted and was not related to the pump. There was an infection on the opposite side from where the pump pocket was. The patient had bacteremia in the blood stream and may have seeded at the pump pocket. The patient's pump was also explanted on (B)(6) 2024.